Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were intermittently non-functional. The response buttons metallic center domes were damaged, causing the intermittent response button failure. Additionally, upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the intermittent response button could not be positively identified. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were non-functional.